Event description:
Affiliate reported that the ventricles of the pt's brain became enlarged. The pressure was changed however, the pt's condition had not improved, as a result, the surgeon attempted to extract csf from the reservoir. A CT scan confirmed that the proximal catheter was disconnected from the distal catheter and the silicone housing was broken. As a result, the calve system was replaced. It was noted that the distal catheter was manufactured by a (B)(4) device company.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The valve was visually inspected and a slit in the silicone housing was found in between the valve casing and the siphon guard. Needle holes were also noted by the slit in the silicone housing. It is likely this occurred when the surgeon was attempting to extract csf from the reservoir. The device was tested for pressure and programming. The valve failed the programming test. The root cause of the problem reported by the customer appears to have been caused from biological debris that covered the hole of the valve mechanism. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.